Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was reported to be not working. This patient experienced shortness of breath (sob) and atrial fibrillation (af). An attempt to obtain additional information was unsuccessful. This device still remains in service. No adverse patient effects were reported.